Manufacturer narrative:
The reported issue of battery discharged could not be confirmed; no product or device logs were returned for investigation. Root cause: n/a. A review of the device history record showed the device had a manufacture date of 02/07/2011. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device alarmed "battery discharged "during use on a post operative open heart surgery patient approximately 30 to 45 minutes after arriving to the cardiac intensive care unit. It was a high pitched alarm with a red screen that stated "battery discharged". The device had to be powered all the way down, restarted and reprogrammed. The patient's blood pressure dropped to the 60's for approximately 2 minutes. Once the patient was stabilized, the device and pump modules were replaced. To stabilize the patient the nurse restarted the dobutamine and normal saline infusions and placed the adult patient in the trendelenburg position. The patient required no other treatment and no further issues were identified. It was noted that the device was plugged in at the time of the event.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device alarmed "battery discharged "during use on a post operative open heart surgery patient approximately 30 to 45 minutes after arriving to the cardiac intensive care unit. It was a high pitched alarm with a red screen that stated "battery discharged". The device had to be powered all the way down, restarted and reprogrammed. The patient's blood pressure dropped to the 60's for approximately 2 minutes. Once the patient was stabilized, the device and pump modules were replaced. To stabilize the patient the nurse restarted the dobutamine and normal saline infusions and placed the adult patient in the trendelenburg position. The patient required no other treatment and no further issues were identified. It was noted that the device was plugged in at the time of the event.